Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. Onsite investigation included inspection of the camera and a full iris calibration was performed, however no definitive cause could be determined. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed errors, failed to boot to a usable stated and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.